Manufacturer narrative:
Device evaluated by MFR: a visual and functional inspection revealed that the main coil and introducer sheath were returned for this complaint. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. However, dry blood was noted along its length. The two sections of the coil returned outside the introducer sheath. The two ends were noted kinked and stretched. The main coil was found stuck inside introducer sheath. No more damages were found in the returned device. It was not possible to move due to residues of blood inside the introducer sheath; it was necessary to cut the sheath in order to release the main coil. After dissection, it was found that the coil was stretched/ kinked. A microscopic and dimensional inspection revealed that the measurement were within its specification, except for the number of proximal fiber bundles where some were missing.

Event description:
Reportable based on device analysis completed on 25 jun 2020. It was reported that the coil had difficulty advancing and was stretched. The target lesion was located in iliac artery. A 15mm x 40cm interlock coil was selected for use in the internal iliac artery embolization. During procedure, upon advancement, the coil could not be pushed and could not enter in the angiogram catheter. When it was retrieved, the coil found stretched. The device was completely removed without intervention. The procedure was completed with another of the same device. There were no patient complications reported and patient was stable post procedure. However, device analysis revealed missing fiber bundles.